Manufacturer narrative:
(B)(4). Follow up for device evaluation. It was reported some needles are occluded. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The sample was then assembled to a syringe with saline solution. It was not possible to expel the solution; the needle is clogged. This defect could occur if a particle fell into the needle during the packaging process. A device history record review was completed for provided material number 305194, lot 3347792. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received material # 305194 batch # 3347792 it was reported by customer that some needles that are occluded when trying to be used. You are unable to even pull/push air through the needle. Verbatim: rcc received a complaint via email. Email(s) attached. The needles in the package seem to have a defect. We have some needles that are occluded when trying to be used. You are unable to even pull/push air through the needle. It seems that the needle is not centered completely in the hub. Item:305194 quantity affected: 2bx serial/lot number:(B)(6).

Event description:
Material # 305194, batch # 3347792. It was reported by customer that some needles that are occluded when trying to be used. You are unable to even pull/push air through the needle. It seems that the needle is not centered completely in the hub.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.